Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that customer used after expiration a bd vacutainer® cat (clot activator tube) plus blood collection tubes. The following information was provided by the initial reporter: "I would like information for using expired materials. One of our employees used an expired tube during a blood draw and it was sent off for testing. What is any errors may be encounter by this".

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Letter was sent by bd technical service to customer regarding expired material. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Expired tubes will draw less volume than tubes still within their shelf-life. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that customer used after expiration a bd vacutainer® cat (clot activator tube) plus blood collection tubes. The following information was provided by the initial reporter: "I would like information for using expired materials. One of our employees used an expired tube during a blood draw and it was sent off for testing. What is any errors may be encounter by this".